Event description:
It was reported that the patient came in clinic with symptoms of redness and pus around the pocket area. The system was explanted due to infection but was not replaced. Infection cause was unknown. The patient condition was stable during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.